Manufacturer narrative:
(B)(4). Therapy dates: the event happened sometime between (B)(6) 2014. Evaluation summary: the device was returned for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Simulated use testing was performed by connecting the device to a solution container, priming the set, and allowing the set to flow. No issues were noted during this test. Underwater pressure testing and clear passage testing were then performed, and the device passed both tests. The reported condition was unable to be verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link catheter extension set did not allow solution to flow through it. This occurred 5-10 minutes after the start of infusion of lactated ringer¿s solution using a non-baxter pump, an unknown primary set, and an unknown catheter. The reporter stated that priming was successfully performed, no kinked tubing was observed, and the cause of the no flow was unable to be found. The reporter further stated that the no flow occurred once the extension set had been connected to the primary set. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 1 of 16.